Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
During processing of this complaint, attempts were made to obtain complete patient information.

Event description:
It was reported the patient underwent an unrelated surgical procedure wherein the ipg was not place in surgery. In turn, the ipg would not communicate with external devices. Troubleshooting was attempted that resolved the issue. Therapy was re-established.